Event description:
The issue reported involved changes made to the caller's settings, including time, personal profile, or biq/ciq settings. The customer's blood glucose level was indicated as "low," but there was no reported adverse impact on their blood glucose level. The customer addressed the low blood glucose by consuming carbohydrates and did not require assistance from a third party.